Manufacturer narrative:
Reference number: (B)(4). Catalog number in d4 is the international list number which is similar to us list number of 062910. The device involved in the event remained in the patient and was not returned; therefore, a return sample evaluation is unable to be performed. Stoma site infection is a known complication of a peg- j tube placement. If any further relevant information is identified or obtained, a supplemental medwatch will be filed.

Event description:
On (B)(6) 2024, a patient in spain underwent a procedure for the placement of percutaneous endoscopic gastrostomy-jejunal (peg-j) tubes. On (B)(6) 2024, it was reported the patient had developed a stoma infection on (B)(6) 2024. A culture was performed and a regimen of oral antibiotic amoxicillin/clavulanic acid 850/125 every 8 hours was prescribed. The stoma was slightly reddened, with purulent exudate and a possible layer of scaly skin. Advanced practice nurse reports that the stoma has evolved for the better. To treat with soap and water to clean and application of furacin ointment twice a day for 10 days.